Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
The customer declined to have the service representative repair the system. No further info is available.